Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system began smoking and glowing. They took the tool out of the patient and the silicon on the jaws had melted. They handed the device to the scrub tech and she got a minor burn by touching the jaws which were still hot. They switched the cable and the kit. The hospital reported that the new kit had the tip of the jaw detached so they opened a third kit. They saw the same problem but they used it to complete the procedure. There were no patient effects. The first unit and the cable are returning. The reporter stated that the second and third units were not defective, and that the exposed tip was part of the design.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. A visual inspection revealed that the tissue welder was received inside the cannula. The cannula tip was partially detached and bent. The silicon was almost completely melted off of both jaws and the heater was bowed out. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device performed according to specifications during several device activations, it did not overheat or self-activate. Based upon the visual observations of melted jaw boots, the reported complaint "jaws smoking, glowing, and melted" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be contributed to this failure mode. (B)(4)